Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the pt's left eye. Postoperatively, the pt had hyperopic results secondary to lens vaulting. There was no bcva decrease associated with the vaulting, however, the lens was exchanged successfully in order to address the refractive error.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was requested for eval. A supplemental report will be filed upon return and completion of device eval. The lens was exchanged successfully. Root cause: according to the physician, the root cause of the reported problem of induced myopia was related to vaulting of the lens.